Event description:
It was reported that there was early battery depletion and the device was at eri (elective replacement indicator). It was also reported that there were high outputs on both the atrial and lv (left ventricular) leads, with high thresholds on both leads. The device was explanted and replaced, and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.